Event description:
The valve was explanted due to paravalvular leak that began causing severe hemolysis and congestive heart failure. The pt had moderately large paravalvular leak with an area of the valve which had pulled loose at approx 4 o'clock. It is unknown whether it was due to the sewing ring or the tissue itself. There was no evidence of active endocarditis. The pt rec'd twelve transfusions prior to explant.

Event description:
In 1999, the dr implanted a 27mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27ms-601). A single coronary artery bypass procedure as well as repair of an aortic aneurysm, which measured 5.5cm, was also performed. According to the operative report, the pt's mitral annulus remained calcified, rigid, and the "quality of the tissue of the annulus was poor", even after debridement. The pt had a history of end stage renal disease, which requires hemodialysis three times per week, and three previous kidney transplants. The pt also had a history of hypertension, severe mitral annuluar calcification, peptic ulcer disease, parathyroidectomy, cholecystectomy, and splenectomy. In 2000, the dr. Explanted this valve due to paravalvular leak with hemolysis leading to congestive heart failure. According to the info received, the pt had received several blood transfusions and several paravalvular leaks were observed on preoperative transesophageal echocardiogram. Two leaks were observed along the inferior medial aspect and a small leak was seen anterolaterally; however, no vegetations were observed and blood cultures were negative. One paravalvular area did appear to be an aneurysm rather than an abscess. According to the operative report, at explant, a "moderately large" paravalvular leak was obsrved at an area that had pulled loose at approximately the 4 o'clock position. It could not be determined if it was due to the valve or the annular tissue condition. The remainder of the valve appeared to be well-seated and there was no evidence of active endocarditis. A 29mm st. Jude medical mechanical heart valve sjm masters series (model 29mj-501) was then implanted. According to the pathology report, the valve contained soft tissue with mild chronic inflammation and hemosiderin laden macrophages. It was reported that approximately two weeks postoperatively, the pt required one unit of fresh plasma to reverse their "markedly elevated inr" (inr 9.6) to allow for thrombosis of the needle site from hemodialysis.